Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection, splenic flexure mobilization, diverting loop ileostomy, lysis of adhesions, and transversus abdominis plane (tap) block surgical procedure, a piece (fragment) of o ring came off from the fenestrated bipolar forceps instrument. A fragment fell into the patient and was retrieved during the same procedure. According to customer, the surgical procedure was completed, and a post-operative x-ray was performed to confirm the retrieval of the complete fragment. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that a piece (fragment) of o ring came off and fell inside the patient; however, it was successfully retrieved completely during the same procedure. The customer reported no awareness of any instrument-to-instrument collision during the surgery. The fragment was removed from the patient¿s body cavity using robotic instrument. There were no known patient complications associated with the event, including no repeat hospital visits related to retained foreign material. The retrieved fragment is not available for return evaluation, as it was disposed of after the procedure. Additionally, no photo or video of the event was available for review.